Event description:
The end user reached for something and fell when the chair tipped.

Manufacturer narrative:
The end user was a patient in the hospital setting and was sitting in her transport chair that she brought from home. She was left unattended and fell when reached for something and the chair tipped. She hit her head and was evaluated. No documentation of a serious injury was provided but the end user indicated she may have had a concussion. The fall was not witnessed. No sample was returned for evaluation. No photos of the device were sent. The owner's manual indicates the end user should not be left unattended while in the chair. We have not confirmed a serious injury resulted and have not identified a root cause for the reported incident. However, in an abundance of caution, this medwatch is being filed.